Event description:
It was reported that a user experienced hyperglycemia after consuming an unusually large, carbohydrate-heavy dinner, disconnecting from the ilet pump to exercise for approximately one hour without insulin delivery, then reconnecting and receiving correction doses before later disconnecting again due to concern for a site issue and administering an mdi injection; no infusion set malfunction was identified and cgm readings may have capped at the high limit. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with no alerts or alarms and no hospitalization. Investigation included review of device use, cgm data context, infusion set function, and user-reported actions. Investigation of this case revealed no device or component malfunction and indicated that the likely contributors were the large carbohydrate intake combined with pump disconnection during exercise, with exact contribution unclear due to cgm high-limit constraints. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.